Event description:
It was reported that the insulin pump alarmed during prime. Customer was disconnected during prime. Customer did not want a replacement at first because the alarm was cleared and the device was working. Customer's spouse called a few days later on (B)(6) 2012 to report that the compromised force sensor alarm occurred again. Initial blood glucose value was 192 mg/dl; last value was 383 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Insulin pump had bleeding lcd glass, cracked end cap, loose drive support disk. Device also had a scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.